Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sensor error 322 (link switch error low). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 (link switch error low) which was reproduced. The reported symptom was verified through a review of the event history log (ehl) and found to be caused by out of specification link screw spacing. The link screw was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.